Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain. Upon interrogation, it was discovered the pacemaker was in backup vvi operation. Programming changes could not be made, as the battery had reached its elective replacement indicator normally. No further information was available.